Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set was unable to prime lipids past the 1.2 micron mark with gravity during use. This complaint was created to capture the 5th of 6 related incidents. The following information was provided by the initial reporter: "unable to prime past the 1.2 micron mark when priming with lipids, using gravity. Able to prime past that mark if syringe is attached to end of line and plunger is pulled (pull to prime). Occurred approximately 12 times... Was there any patient harm or adverse or adverse events? No. If so, was any medical intervention required? What was done & what was outcome? N/a".

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of unable to prime lipid tubing without syringe help could not be verified due to the product not being returned for failure investigation. Device history record review for model 10010453 lot number 22125478 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set was unable to prime lipids past the 1.2 micron mark with gravity during use. This complaint was created to capture the 5th of 6 related incidents. The following information was provided by the initial reporter: "unable to prime past the 1.2 micron mark when priming with lipids, using gravity. Able to prime past that mark if syringe is attached to end of line and plunger is pulled (pull to prime). Occurred approximately 12 times. Was there any patient harm or adverse or adverse events? No. If so, was any medical intervention required? What was done & what was outcome? N/a".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.